Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with an implantable cardioverter defibrillator (ICD) with an alert for oversensing stored on an electrogram. It was noted that this was due to post-paced t-wave oversensing (pptwos). Programming changes were made. The patient was asymptomatic.